Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator and the right ventricular lead exhibited far r-wave oversensing. Reprogramming was attempted but was unsuccessful. No further intervention was attempted. The patient would continued to be monitored.